Manufacturer narrative:
Device code 1069 captures the reportable issue of ligator housing broken. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the that the trip wire was partially rolled in the handle assembly. It was also noted that the device returned without the plastic wrap. There was evidence that trip wire was not secured in the handle slot and it was bent in several locations. A crimp was present on the tripwire. It was possible to observe that the suture was attached to the trip wire and it was returned cut. Further analysis noted that the evidence of suture cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. There were seven elastic bands returned and still attached to the ligator head with no damage found. The ligator head teeth were intact and no issues were noticed. The suture hole did not have any visual damage. Additionally, the adaptor ring was detached from the ligator housing. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. Media examination was performed and the attached photo provided by the customer showed that the ligator housing was broken in two pieces. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic band ligation of esophageal varices procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the speedband device was mounted onto the gastroscope ID 2.8 mm. The ligation unit was then relocated due to the endoscopic not being optimal. However, the ligation unit broke into two pieces. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic band ligation of esophageal varices procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the speedband device was mounted onto the gastroscope ID 2.8 mm. The ligation unit was then relocated due to the endoscopic not being optimal. However, the ligation unit broke into two pieces. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.